Event description:
It was reported that during a procedure using a coblator ii controller, the device gave an alarm during ablation. The unit was powered off and back on, however the device would not properly ablate. The surgeon decided to complete the procedure using conventional surgical methods instead. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
The complaint could not be verified, nor could a root cause be determined with confidence as the subject device was not returned for evaluation. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: there may have been a loose wand or foot control assembly connection. Before activation, ensure that all connections are secure into the controller. Ensure that sufficient saline is being provided to the tip of the wand/electrode to promote intended functionality. Ensure that large remnants of tissue are not present on the tip of the wand. There are no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.